Event description:
Pt came to dvi to check biliary tube that was not over a wire. The tube facility removed from the pt was deteriorating at the locking loop. Missing several pieces of the catheter between the side-holes. The tube was only in since 2002. This is a second occurrence for this pt.